Manufacturer narrative:
A getinge fse communicated that the customer has opted not to continue with this repair as they are replacing these devices.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit intermittent screen blackouts and failure. There was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.